Manufacturer narrative:
Correction: the correct explantation date is (B)(6) 2013; not (B)(6) 2013, as previously reported. This report is filed february 14, 2014.

Event description:
Per the clinic, the patient experienced a skin flap infection around the implant side. Treatment with antibiotics (type not reported) for 7 days (specific dates not reported) was unsuccessful. The infection resulted in skin flap breakdown with exposure of the receiver/stimulator unit. The device was explanted on (B)(6) 2013. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Device not received by manufacturer yet.